Event description:
A company representative reported that the locking mechanisms at two levels of a four-level ozark plate fractured, one ozark screw fractured, and four ozark screws migrated. The patient achieved fusion and was revised to remove the implants. This report captures the four-level ozark plate.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the locking mechanisms at two levels of a four-level ozark plate fractured, one ozark screw fractured, and four ozark screws migrated. The patient achieved fusion and was revised to remove the implants. This report captures the four-level ozark plate.